Event description:
Approx. 17 hours after insertion the console experienced a high pressure alarm. Blood was also noted in the helium tubing. The iab was removed. After surgery another iab-04840-u was inserted. There were no associated patient complications.

Event description:
It was reported that approx. 17 hours after insertion the console experienced a high pressure alarm. Blood was also noted in the helium tubing. The iab was removed. After surgery another iab was inserted. There were no associated patient complications.